Event description:
Olympus medical systems corp. (Omsc) received a literature titled "prospective randomized comparison of three-dimensional (3d) versus conventional laparoscopy in total colectomy for ulcerative colitis." Overall, 54 subjects with the diagnosis of uc above 18 years of age who underwent elective tac with end ileostomy between january 2015 and december 2020 were enrolled in the study. One subject in the 2d group underwent conversion to open surgery and therefore excluded from the final analysis (fig. 1). A total of 53 subjects (26 in 2d group, 27 in 3d group) were included in the final analysis, of which 56% were male with a mean age of 40 (16.3) years and body mass index of 23.5 (4.7) kg/m2. Twenty-five subjects underwent single port laparoscopic surgery. Among these subjects, 12 of them were in the 2d laparoscopy group and 13 of them were in the 3d laparoscopy group. There were no significant differences between the groups in terms of demographics and perioperative variables. The overall post-operative complication rates were comparable between the groups (8 in 3d versus 8 in 2d, p = 1). Length of hospital stay was also comparable between the groups (3 days in 3d versus 3 days in 2d, p = 0.91). Adverse events (aes)/ number of patients postoperative complications included: 4 (14.8%) postoperative ileus, 1 wound dehiscence (3.7%),3 (11.1%) others in 3d group, 1 (3.9%) postoperative ileus, 2 (7.7%) deep vein thrombosis, 2 (7.7%) surgical site infection, 2 (7.7%) others in 2d group. There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number: 2429304-2023-00180. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information was obtained from the author. No adverse event occurred related to our device, and the author also confirmed no malfunction occurred on an olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.